Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high and gradual increase in impedance. The pacing threshold was also high and had increased. The lead was reprogrammed and will be revised once the device is ready for a battery change out. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead had undefined impedance. The lead was capped and a new lead was implanted.